Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient developed endocarditis with vegetation on the leads. The implantable cardiac defibrillator (ICD) and leads were explanted and replaced. No further patient complications have been reported as a result of this event.